Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal end of the lead were extrinsically damaged. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead there were multiple guidewires used but the wire tip would not pass through the tip seal at the end of lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.